Manufacturer narrative:
Non-healthcare professional this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) had been removed due to bacterial growth around the right atrial (ra) and right ventricular (rv) lead and device. Follow-up was attempted with the physician; however, no additional information could be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.